Event description:
It was reported that the control module was returned for service. No further info is available. No reported pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require: software modified, regulatory label modified, uniboard modified, mechanical upgrade performed, fastening material replaced, mains socked bonded with epoxy, lemo footpedal connector secured with loctite 242, replaced vso, missing accessories replaced and cleaned the unit. The unit has passed all qa inspections. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.